Event description:
Additional information received from a consumer (con) indicated they received a nerve block injection near the pump due to the 'stinging' and 'burning' sensations 'on the bottom where it sits at my bottom left back area' they've been feeling around the pump. The patient stated, 'I know the pump works but I also know what's going on with me was nearly a mystery.¿ the patient inquired if their pump was recalled due to their healthcare provider (hcp) stating they received a communication from medtronic about the pumps 'a few weeks ago.' The patient stated 'in the last year I've had so many magnetic resonances imaging (MRI). The patient was experiencing weird things and have a brain MRI this month. They missed their refill appointment since they were visiting neurologists, gastroenterologists, and other things they were been seeing people for. Last night, they had so much intense pain and burning in my lumbar and in my hips. The patient believed that the pump was not effective. The patient said, ¿I'd rather have intense labor than what I felt last night.¿ but I had a fusion done 23 years ago at a few levels. They (hcp) told me not to use any boluses because it's low and to come back next day to refill. The hcp wanted to open the patient to observe the pump, but they were reluctant to do that. The patient wanted to take legal actions and they had edema symptom which was not getting better. It was noted their muscle on their legs, spine, and arm was affected for long time. The muscles were tightened up so bad they hurt afterwards. The patient will MRI procedure in couple weeks to see if there were for any neurological disorder.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient what reported that ¿it feels like electricity is going on inside of me for quite a while now. I've also had falls in a little over the last year too. I have weird ataxic episodes of my body going numb and tingly. The feeling of electricity in my body, this is the only electronic thing in my body. So it has to be something inside me that's screwed up and tearing me apart.¿ the patient re-reported ¿a couple falls¿ ¿a little over a year ago,¿ and mentioned that possibly affecting the pump.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient's weight at the time of the event was 145 pounds. It was reported that the patient stated she felt burning around the pump site and had normal cds on (B)(6) 2023. It was reported the patient was offered reprogramming and cluneal nb but the patient never scheduled. It was reported that the pump doesn't appear to be malfunctioning. It was reported that the cause of the patient's burning sensation around the pump has not been determined as the patient has not come in for their recommended appointments to fix/assess the burning. It was reported that diagnostics/troubleshooting related to the event included a catheter dye study on (B)(6) 2023 that was normal. The pump system was intact and functional with tip at t8. It was reported that a nerve block was ordered but the patient refused at this time. The event has not yet resolved. The patient eventually scheduled nerve block (B)(6) 2023. It was also reported the patient had magnetic resonance imaging (MRI) done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient indicated that it felt like electricity was going on inside of them for quite a while now. The patient stated for over a year she has had a feeling of continuous surge of electricity around the pump area and into her groin and it was affecting the bladder. The patient stated that she had a lot to live for and having the device was bringing her down.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal bupivacaine, hydromorphone, and fentanyl at unknown concentration/dose via an implantable pump for spinal pain .the patient reported that for the past 4- 5- 6 months she had been experiencing a burning sensation around the pump. Patient stated she had reported this to the doctor and the doctor had told her to call medtronic. Patient then stated the last couple of weeks the burning sensation had been really bad and worse than before and the pain was coming from around the pump and then around into their back. Patient stated "someone from the clinic" told her she received a letter from mdt stating mdt was having issues with the pump and "one of them are having burning sensation and it is malfunctioning". Patient mentioned she had a catheter dye study and everything was fine and they had not yet checked the pump. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that the results of the nerve block performed on (B)(6) 2023 was no pain relief documented from this injection. The cause of the patient's burning sensation around the pump was determined to be pocket site pain and there were no signs of infection. When asked if the event resolved, the hcp stated that they recommended ice and topical lidocaine at this time.